Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(6). Side: l. Gender: f. Products no revise: product ID: efsrn3pl, evolution® mp fem cs/cr non-porous size 3 primary left, lot: 1940224, qty: 1 product ID: kpontp32, advance® onlay all-poly patella 32mm tri-peg, lot: 1936559, qty: 1 product ID: etpkn3sl, evolution® mp tibial base keeled non-porous size 3 standard left, lot: 1791625, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.